Event description:
It was reported that during a device check a few days following the implant procedure, the right ventricular (rv) lead tip had "fallen from the septum to the apex." It was noted that the physician decided to keep monitoring and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).